Event description:
The valve was abanoned at implant when intra-operative inspection detected the left coronary ostia was blocked. Hcp noted the patient aortic sinus was small and the surgeon may have sized incorrectly for the valve. The 23-mm device was replaced during the case with a 21-mm valve. No patient complication was reported.